Event description:
It was reported that the pt had multiple revisions of the left total hip replacement. Recovery complicated by recurrent and persistent infection. Hardware removed 8 months after placement. When removed, the acetabular component was found loose. Two or three screws were lodged in the pelvic bone. It was apparent that these had cut through the acetabular augment, which had two large defects within the middle related to this. Post recovery from surgery, the pt was discharged to a rehab facility. Two months after surgery, the pt experienced a fall at home which resulted in a fracture of the femur.

Manufacturer narrative:
Implant not provided for investigation. Review of the implant's device history record indicates that it was mfg with no anomalies noted. Investigation is inconclusive.